Event description:
Caller reported an issue with a continuous glucose monitor (cgm) displaying an error code. There was no adverse impact to the customer's blood glucose level. Technical support provided detailed instructions for a pump reset, guiding the caller through the process. After the reset, the cgm error did not reappear, and the caller successfully started their sensor session.